Event description:
Pt alleges receiving implants on 9/20/89. Pt also alleges experiencing problems beginning in 1/91, including pain, swelling, discomfort, abnormal augmented shape, sensitivity and hardness. Physician's note states: "hard capsule formation (especially on right side), abnormal implant augmented breast shape, right-sided pain in breast when flexing pectoralis muscle or when breast is pressed."